Event description:
Symptoms/ae: infected access site pseudoaneurysm treated with debridement and vein patch. Time of symptoms/ae: 28 days after vessel closure. The following event was noted through a periodic article review that 803 pts underwent diagnostic coronary angiography followed by arteriotomy closure of the common femoral artery (cfa) with the closer s device. The pt was re-admitted with post-splenectomy sepsis and new-onset of atrial fibrillation seven days after vessel closure with a 6 fr closer s device. After the initial procedure, the pt was transferred to a rehabilitation facility center and was noted to have intermittent discharge from her catheterization site. After 3 weeks, worsening drainage prompted a surgical consultation where an infected pseudoaneurysm caused by s aureus was noted resulting in debridement of the cfa and vein patch. The pt remained hospitalized for twenty-two days and was discharged with antibiotic therapy for forty-two days. The pt was reported to be alive and well 16 months post-procedure. The article does not describe the sterile technique used for the vessel closure procedure.

Manufacturer narrative:
This report involves a study noted in an article. The device was available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: randolph l geary, md et al; "infection is an unusual but serious complication of a femoral artery catheterization site closure device". Ann vasc surg 2001; 15:567-570.